Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2018-00036, 0002648920-2018-00170, and 0001822565-2019-01472. Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 10, cat#: 42500606801, lot#: 62773689. Persona natural tibia cemented stemmed, cat#: 42532007901, lot#: 62791797. All poly patella cemented 32 mm diameter, cat#: 42540000032, lot#: 62646241. Articular surface fixed bearing posterior stabilized (ps), cat#: 42511401010, lot#: 62803824. Palacos rg 1x40 single, cat#: 00111314001, lot#: 78354389. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain that radiates down to his toes after left total knee arthroplasty due to loosening on top and bottom. Patient needs to be revised.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.